Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent an unspecified breast reconstruction surgery with mentor memorygel, 700cc breast implant experienced right-sided "soft tissue necrosis" post procedure. The report indicated that the patient right breast skin nipple necrosis and history of breast cancer and acquired absence of bilateral breast. As a result, patient underwent unilateral replacement with r/ cat#: smhx-580, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on march 28 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 700cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).